Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient received remedial treatment with injection vancomycin 1 gm stat, continuing on the 5th day, and injection piptza 4.5 gm twice a day. It was not reported if treatment was ongoing. The outcome of the event was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.